Event description:
It was reported that during preparation stent dislodgement occurred. A 5.0x20x135cm express® ld biliary stent was selected however, when the physician opened the package, the stent slid completely off of the balloon and landed on the table. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).